Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 40 mg/dl after what appeared to be a more-than-intended meal announcement while the system was delivering correction doses for hyperglycemia, and a concurrent discrepancy was noted between cgm (70 mg/dl) and fingerstick (160 mg/dl), consistent with reported cgm inaccuracy. Symptoms included low blood glucose. Outcomes included recovery after multiple rounds of oral glucose, with glucose in range by the end of the call, and no hospitalization. Investigation included troubleshooting and education with the user and documentation of cgm reading inaccuracy. Investigation of this case revealed no confirmed device malfunction, with findings pointing to user-related dosing inputs in the context of treatment for hyperglycemia and a noted cgm-fingerstick discrepancy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.